Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was deactivated, and the patient upgraded to a bi-ventricular cardiac resynchronization therapy pacemaker (crt-p) device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented approximately sixteen months post implant of the leadless pacemaker with dyspnea and nocturnal cough. The patient was noted to have an elevated brain naturide peptide level and right lower lobe atelectasis and bibasilar congestion were observed on the chest x-ray. The patient was diuresed with intravenous medication. An echocardiogram was performed and noted a decrease in the left ventricular ejection fraction from 45-50% to 25-30% and there was reduced systolic function. A nuclear medication study noted a defect suggesting both ischemic and non-ischemic causes of the decreased ejection fraction. It was further reported that the changes are suspected as being related to ventricle-only pacing and loss of atrial/ventricular synchrony. The device remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.